Event description:
It was reported that a arterial cannula 20g/45mm broke at the catheter during use. The following was reported by the initial reporter: "I would like to raise a complaint on a single item of product ref 682245 bd arterial cannula. On (B)(6) bd arterial cannula was removed from a patient. The catheter that sits inside the artery became detached from the remainder of the device. This catheter remained inside the radial artery and staff were unable to remove it. The patient required surgery to have it removed. The two ends of the arterial catheter have been retained. We would like to return these to bd for inspection and a report. Can you please advise me what is required and where to send the arterial catheter.

Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a arterial cannula 20g/45mm broke at the catheter during use. The following was reported by the initial reporter: "I would like to raise a complaint on a single item of product ref (B)(4) bd arterial cannula. On (B)(6) 2021 a bd arterial cannula was removed from a patient. The catheter that sits inside the artery became detached from the remainder of the device. This catheter remained inside the radial artery and staff were unable to remove it. The patient required surgery to have it removed. The two ends of the arterial catheter have been retained. We would like to return these to bd for inspection and a report. Can you please advise me what is required and where to send the arterial catheter. Kind regards.